Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) procedure, when attempting to remove a lead, the setscrew did not fit with the wrench and was noted as idling. A new hex wrench was used, but lead did not come off of the crt-d. The crt-d grommet was removed and the setscrew region was washed with saline which allowed the setscrew to be removed, but the lead still could not be removed. The physician determined that the lead could be pulled out by slightly pushing or pulling the lead that was visible through the screw hole. The crt-d was removed and replaced with a different device. Additional information received indicated the procedure was a normal, routine generator replacement due to battery drain. The lead that was in use was the left ventricular (lv) lead which was subsequently re-implanted with the new device, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.